Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-05777. It was reported that there were driveline communication fault alarms. The log file revealed driveline communication faults that were due to communication b faults. Modular cable was changed out and the patient was put on back-up controller. No return of driveline fault alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the modular cable and the reported driveline communication faults could not be conclusively determined through this evaluation as no product was returned. The account reported a driveline communication fault, and the vad coordinator exchanged the patient¿s modular cable and put them on a backup controller with no return of alarms. The lot number of the affected modular cable was unavailable, and it was not returned for evaluation as it was discarded. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Heartmate 3 lvas IFU rev. C, section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.